Event description:
During a trial of desara tvez 2.7, the physician encoutered some resistance in the patients abdomen. He retracted the instrument slightly in order to make a puncture incision and then repassed the instrument. At this point, the surgeon realized that the dilator tube was no longer on the trocar. Upon widthdrawing the instrument, it was identified that the trocar had broken through and damaged the dilator tube. The procedure was completed with our desara blue tv device without issue.

Manufacturer narrative:
It was determined that when the surgeon retracted the instrument, the trocar and dilator tube separated, likely due to the dilator tube being stuck in scar tissue. When the surgeon attempted to repass the instrument, the tip of the trocar was not aligned with the dilator tube, and broke through the side wall. A design control project was initiated in order to evaluate and update the device in order to prevent recurrence of the issue.